Manufacturer narrative:
Continuation of medical devices: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-nov-2013, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 29-oct-2012, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (19 mg/ml, 5.051 mg/day) and baclofen (900 mcg/ml, 239.26 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The rep reported the hcp believed the catheter was kinked so they were going to be replacing the entire catheter today ((B)(6) 2018). To the reps knowledge, there had been no diagnostic testing. The rep reported the patient has been having inconsistent therapy. The event date was reported as (B)(6) 2018. The therapy change was reported as sudden.

Manufacturer narrative:
The pump was returned, and no anomalies were performed. The catheter ((B)(4)) was returned, and analysis found coring-tears-cuts in the seal of the sc connector that caused the catheter to meet the leak criteria. The catheter ((B)(4)) was returned, and analysis found the catheter incomplete and returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. No longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-10. It was reported that it was unknown if the catheter kink was confirmed, and the location of the catheter kink was unknown. The replacement of the catheter resolved the issue, and the patient was recovering. The patient's weight was unknown and the cause of the catheter kink was unknown.